Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low blood glucose levels. Customer's blood glucose level was 23 mg/dl. Customer advised paramedics arrived and placed the patient on glucose insulin drip. Customer changed out their sensor, placed their transmitter on charge and woke up to the paramedic's arrival. Customer believed they had low blood glucose due to working more than usual. Customer declined to troubleshoot the insulin pump. Customer advised they would follow up with their healthcare provider.